Event description:
Customer reported unexpected negative reactions when testing a sample with a known anti-k with capture-ready screen (crrs) (pooled cells).

Manufacturer narrative:
Confirmed the reativity of the k antigen on retention crrs (pooled cells), lot cw208. Tested returned sample (reported to have previous anti-k) with retention crrs (pooled cells), lot cw208 on in-house echo. Sample was tested in duplicate and consistently exhibited positive reactivity. We were unable to reproduce the customer's observations.